Manufacturer narrative:
Investigation results: visual examination of the returned uromax ultra balloon catheter identified no damage to the tip section of the device. A pinhole leak was observed 1mm proximal to the proximal markerband. Visual and tactile examination identified a kink at 35.6cm distal to the strain relief. The kink is consistent with excessive force having applied to the shaft. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon burst. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter shaft kinked, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Visual examination of the returned uromax ultra balloon catheter identified no damage to the tip section of the device. Visual and tactile examination found a kink in the shaft at 14.1 cm distal to the strain relief which is consistent with excessive force having applied to the shaft. It was found that the balloon had been inflated and was not refolded. No tears or holes were noted in the balloon material. There were traces of liquid inside the balloon. As part of the device analysis the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 20 atmospheres with no leaks noted. The balloon was deflated and inflated on three more occasions to its rbp with no leaks noted. The inflation device was verified at 20 atmospheres before and after use with a calibrated pressure gauge (19238). Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was used in a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon burst. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter shaft kinked, therefore this is now an MDR reportable event.